Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead was difficult to place but the reason was unknown, did not sense well, and it was noted that the insulation showed an accordion effect during the procedure. The rv lead was not used and another rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.